Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient was turned on tuesday and they have been having lots of issues. Caller stated that when they were in the hcp office everything was fine but after they left and went to lunch the patient started tremoring really bad/horrifically. Caller stated that the hcp told them if the patient's parkinson's symptoms are bad that they could take their medication but at a lower dose. Caller stated that the patient took their medication and later that afternoon the caller started to experience tinges of weird sensations across their face and mouth, twitches in their eye, and really fast crazy twitches. Caller stated that once the meds were wearing off the patient took another dose and the patient started to become very rigid and was contorting in crazy ways all around the house. Caller stated that they had to fight the patient to get the device turned off, and when they do the patient passes out. Caller stated that when the patient turns on the dbs therapy, the patient has such extreme dystonia that they are flipping around and stuck in contorted positions and jerking at their waist. Caller said the patient is going to throw their back out and neck out due to the contortions. Caller stated that yesterday they had an appointment with the neurosurgeon for the patient's post op appointment, and the surgeon said that the managing hcp should have never told the patient that they could take their medication and that was the problem. Caller stated that the surgeon told them that the patient should stop taking the medication, and once the medication is out of the patient's system they would be fine. The caller stated the patient tried turning on the stimulator 11 hours after the appointment and again 23 hours later and it's horrific. Caller stated that the patient is miserable and has slept in two days. Caller stated that they are telling them not to take their medication and they are unable to turn on the device due to the symptoms the patient has. Caller stated that they have reached out to the hcp office and have not heard back. Redirected the caller to healthcare provider to further address the issue. Sent an email to the field to see if they could assist the patient with reprogramming. Caller mentioned they have another appointment with healthcare provider on july 24th and were upset that they couldn't get in any sooner.